Event description:
It was reported by the patient that they were feeling short of breath and fatigued after their device was reprogrammed. The patient went back and had the device reprogrammed again to the original setting, but the patient reports extracardiac stimulation at those setting. The patient was advised to discuss their symptoms with their physician. Follow-up with the clinic revealed the patients device had been reprogrammed in order to optimize the patients treatment. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products:0 model: 5071-53, lead; implant: (B)(6) 2010. (B)(4).